Event description:
It was reported that a 68 yo female patient, initial left knee implanted on (B)(6) 2018, underwent a revision procedure on (B)(6) 2023, approximately 5 years 1 month post the initial procedure. The patient presented to the surgeon with a stiff knee. The poly and femur were replaced due to the stiffness. The replacement femur component was a competitor¿s device. There were no surgical delays or device breakages during the procedure. The patient had a successful revision case. The revision case turned out well. No device returns available. The rep does not have the device but sent pictures. X-ray images were also provided. No patient information or history was known. No further information.

Manufacturer narrative:
D10: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer additional information, including the product investigation, will be submitted within 30 days of receipt.